Event description:
Plaintiff was hospitalized and received surgical and out-patient medical care and was exposed to latex gloves made by various manufacturers. Plaintiff alleges developing a latex allergy.